Event description:
It was reported that the handpiece was sterilized before going to the surgery. However, corrosion was determined when the sterile set was opened during the surgery. No adverse consequences were reported.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 3.4mm backbiter, it was noticed that there was corrosion at the jaw of the 3.4mm backbiter. Also noticed, were partially worn of digits of the part number on the handle and an almost completely worn off "ce mark" on the handle of the device. The probable root cause/s could be normal wear or improper sterilization due to corrosion, partially worn off part numbers and worn off ce mark noticed on the handle of the device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the handpiece was sterilized before going to the surgery. However, corrosion was determined when the sterile set was opened during the surgery. No adverse consequences were reported.

Manufacturer narrative:
"The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: improper storage conditions. Improper handling. Sterilization process not effective. Improper cleaning process. Surface irregularities prevent complete sterilization/tissue removal. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation." The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.